Event description:
Vent lost power per rn and rt at bedside. Pt desaturated momentarily. Pt bagged by rt at bedside. Ventilator removed from room. Pt placed on another ventilator and saturating 100%. Malfunctioning ventilator put aside. Rn in pt room heart the unit power down. No power failure alarm. Pt was bagged and no harm to pt. Rt director notified and called philips respironics. Will be in to check equipment. Last pm was (B)(6) 2014 and next pm due (B)(6). Vendor investigation: current hours = 24690. Error codes checked and unable to duplicate event. Parts replaced (cpu and sensor board) and tested with no problem. Vendor concludes this was an extremely rare "electronic" event and could not identify a particular cause. The equipment was placed back into service after being charged and tested.